Event description:
Drug / diluent: unknown. Fill volume: na. Flow rate: na. Procedure: open heart sternectomy. Cathplace: lateral to the sternectomy incision. Sheath broke while using re-usable metal tunneler during removal. Sheath appeared to be stretched at the breaking point. Surgeon re-opened incision to remove piece of sheath.

Manufacturer narrative:
Method: the sample has been received by the reporter for inspection and evaluation. Results: the sample is pending evaluation and testing at this time. Conclusions: a follow-up report will be filled when the investigation has been completed.